Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced three events of tubing kinked on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025. The infusion set was in use for couple of days. High blood glucose was addressed using correction injection via multiple daily injection. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05590. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003988, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6003988". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003988 was manufactured according to the work instruction (wi) version 108 and manufactured in the line inset 5 on 02/nov/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3k03865 was manufactured according to the wi version 10 and manufactured in the machine igtl01 on 29/oct/2023, with a total of (B)(4) units. The lot 3k03866 was manufactured according to the wi version 10 and manufactured in the machine mp08 on 30/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.